Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 "elderly" patient in the intensive care unit (ICU) tested for elecsys ft3 iii (ft3 iii) and elecsys t3 (t3) on an unspecified roche instrument compared to the abbott architect i2000 method. This medwatch will cover t3. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. The patient was tested for ft3 iii by the roche method and the result was 9.37 pmol/l. The t3 result was 0.89 nmol/l. Another sample was obtained and the ft3 iii result from the roche method was 7.13 pmol/l. The t3 result was 0.92 nmol/l. The patient was tested by the abbott method and the ft3 result was 1.72 pmol/l and the t3 result was 0.47 nmol/l. It is not clear if the results from the abbott method were from one of the patient samples tested by the roche method or if the results from the abbott method are from a different sample. This information has been requested. It is not clear which results were believed to be correct. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's instrument type and serial number were not provided. The customer suspects an interference.

Manufacturer narrative:
All the ft3 iii and t3 results from both the roche and abbott methods were accompanied by data flags.

Manufacturer narrative:
The customer was using a cobas 8000 e 602 module with serial number (B)(4). No issues were identified during a review of the qc data provided by the customer. From the information provided, a general reagent issue not found. As no sample material can be provided, further investigation was not possible the investigation was unable to determine a definitive root cause.